Manufacturer narrative:
1218950-2017-06810 follow up was mistakenly reported as -002 and should have been follow up -001.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the power supply indicator is off. There was no adverse patient impact reported.